Event description:
The ge oec 9800 fluoroscopy system produced a popping sound from the x-ray tube area.

Manufacturer narrative:
A ge oec service rep investigated the issue and found evidence of hv arcing at the hv candlesticks which were cleaned and re-greased to avoid arcing issues. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.